Event description:
In 2001 pt had left hip pinning, returned for removal and exchange of hardware due to 4 of 5 screws previously implanted in 2001 broke. Hardware removed and secured in office of risk mgmt.